Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument evaluation, the cse performed repetition tests using multi-diluent 11. The cse observed elevated multi-diluent 11 test results. The cause of the discordant tni ul result is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, falsely elevated troponin ultra (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni ul result was not reported to the physician(s). The sample was repeated on the same system, which resulted lower. The repeated tni ul result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, tni ul result.